Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform occlusion test, displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with operating currents within specs and passed self test, rewind, seating, basic occlusion and force sensor. No audio / vibrate anomalies were noted. Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with faded and peeling serial number label. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was turned off after waking up. Customer's blood glucose value was unknown at the time of the incident. Customer will not return device for analysis.